Event description:
It was reported that the electrode tip appeared curved and the screw/nut was wrongly rotated; it was cut out. The component was returned for analysis.

Manufacturer narrative:
(B)(4). Final analysis revealed the #0 setscrew connector block was missing, the molded rubber around the connector block was cut and the #0 conductor was broken.